Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6 and h10 result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not able to confirmed and duplicated. Visually inspected front panel, found no anomalies. Display came on without fault every time.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the display and performed touch screen calibration. The device passed all testing and met all vyaire manufacturer specifications. The defective part was sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their vela ventilator touch screen does not respond to touch during start up, it is like frozen. There is no patient involvement.